Manufacturer narrative:
The suspect device was returned to olympus for evaluation, the service center confirmed the reported event due to fluid invasion. It was also observed the distal sheath adhesive chipped. However, upon the customer¿s request the device was returned to the customer unrepaired. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during reprocessing after an unspecified procedure evis exera ii ultrasound gastrovideoscope displayed a leak failed error and when removed from the processor a grey water leak was observed from the device. Upon inspection and testing of the customer returned device, it was observed the light guide cover adhesive is slightly chipped and peeling due to an external force. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information for e2 and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the light guide cover glue peeling likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.